Manufacturer narrative:
(B)(4). Per the field service representative (fsr): the unit was swapped out and surgery was completed successfully. After the case, the unit was cleaned and retested. Customer reported the small tank screen was dirty and may have contributed to the water flow issue. After cleaning, there was normal flow in the small tank. The fsr offered to come and test the unit next business day. The reported complaint was not confirmed. The fsr tested all cpg functions and could not duplicate the issue. The unit operated to manufacturer specifications and was returned to clinical use. A full preventive maintenance (pm) will be performed july 2016 per the six month pm schedule. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported by the customer, there was no water flowing in the small tank of the cooler heater unit when the cardioplegia (cpg) pump was set to "on". As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.